Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02055. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a thoracic artery aneurysm using a penumbra coil 400 detachment handles (handles) and penumbra coil 400s (pc400s). During the procedure, the physician placed a non-penumbra stent graft toward the treatment site, then advanced a non-penumbra support microcatheter into the left subclavian artery. After that, the physician placed three non-penumbra coils and five pc400s in the target vessel. Thereafter, the physician advanced a new pc400 in the target vessel and attempted to detach it using the handle; however, the pc400 failed to detach. Therefore, the physician tried to adjust the position of the pc400 by using the push and pull technique. While attempting to push and retract the pc400, the physician did not mention resistance; however, the pc400 unintentionally detached in the microcatheter. Therefore, the physician removed the microcatheter containing the detached coil from the patient¿s body and flushed to coil out. The physician then reinserted the same microcatheter in target vessel and the procedure was completed using three other pc400s and a new handle. There was no report of an adverse effect to the patient.